Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. E1 initial reporter first name: (B)(6). Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 30mm x 2.00mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was successfully completed and there were no patient complications reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 30mm x 2.00mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was successfully completed and there were no patient complications reported.